Event description:
It was reported that the 8100 displays error message 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 displays error message 242.4030 was not identified during the customer call. Tech support explained to customer the problematic issues causing error code 242.4030, and it was confirmed that the device is under warranty and requires repair. The customer is now being transferred to the service notifications team for assistance with the RMA request and guidance through the repair process. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.